Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. A 7.0 x 40, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon first inflation at 2 atmospheres, the balloon ruptured. The device was exchanged to mustang nse balloon and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).